Manufacturer narrative:
Device is used for treatment, not diagnosis. There were two dhrs to review for this lot number. First DHR: the lot was made, processed and conformed to specifications. Second DHR: the lot was processed and conformed to specifications. The lot was inspected and conformed to the qc inspection sheet. All documents indicated the lot conformed to specifications. There were no complaint-related anomalies, mrrs, or ncrs associated with these DHR reviews. Based on the evaluation of the material, it appeared that at least half of the material was able to be ejected out of the syringe and the implant functioned properly. Norian drillable is mixed outside of the sterile field, is then transferred to the delivery syringe, and then placed into the sterile field for implantation. This process is time sensitive, and the implant begins to set once the mixing of the material commences. The timing of mixing, transfer, and implantation of the device was unable to be determined in this case. This issue/concern was addressed in the risk analysis and the measures in place to minimize this risk include the IFU and technique guide, which both describe the mixing and implantation process including the time sensitivity.

Event description:
It is reported that on (B)(6) 2013, during a tibia plateau fracture surgery, the scrub technician mixed the components of the norian drillable inject pouch and transferred the paste into the delivery syringe. After 2 pushes on the syringe the delivery needle became clogged. Scrub technician used a k-wire to clear the needle. The norian filler consistency was too dense and the delivery needle broke. Surgeon used another norian drillable and needle with no issues. No additional time was added to the surgery. No patient injury was reported. This is 1 of 2 reports for this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.